Event description:
It was reported that the pt only had 3 electrode channels functioning. The pt was re-implanted; however, the date of re-implantation is currently unk.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.